Event description:
All information previously reported in manufactures report # 6000030-2008-02448. New information indicated complaint also was on pump.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94142142, implanted: (B)(6) 1995. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94142142, implanted: (B)(6) 1995, product type: catheter. Product ID: 8840, product type: programmer, physician. Correction: all previously reported patient, device, and conclusion coding has been updated in this report. (B)(4).

Event description:
Following the previously reported tightness, overload of medication, and loose legs (like noodles) causing the patient to not be able to walk, the physician tried the itb therapy again for the patient and the patient had problems even at the lowest level. The dose had been very high at first (1,000mcg/day) but the patient was too loose after the scar tissue was removed. The patient was on his back for six weeks and couldn't walk. The physician continued to lower the dose until it became the lowest dose available (25mcg/day) and the patient was still tight. The dose was then increased back to 500mcg/day. A catheter dye study had been performed at some point and was normal. The overall symptoms were described as having a sudden onset. The patient had also stopped therapy for a year as his receptors were overloaded. Currently the patient was having pain in his back and spine (since (B)(6) 2015, gradual onset). The pump was not working or functioning like before and the spine physician wanted to do an MRI. It was stated that the pump had not been delivering medicine for a number of years (as previously reported, made the patient a lot tighter).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that since the pump was put in the pump has not helped symptoms. The baclofen was no longer working and was making the patient tight. The patient stated that he had a dye study done and the ¿medication was getting stuck¿ in the neck. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8703, lot# j94142142, implanted: (B)(6) 1995, product type: catheter. Product ID: 8840. Lot# serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported in the pump logs that on (B)(6) 2008 the catheter was revised. A 21cm was removed of the original 89cm catheter and replaced with 34cm of a catheter spinal segment revision kit (8596a) leaving 103cm implanted. The catheter was located at the t6 vertebrae. No further complications were anticipated/reported.